Manufacturer narrative:
The unit did not have a battery installed when received. Unit received full segment display when the buttons are pressed due to moisture damage on the lcd/b. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, dat test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and error test due to display anomaly. Using a test lcd/b, the unit was able to download the pump trace history file and upload using carelink. Unit had cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: there is no data available due to the unit did not have a battery installed when received.

Event description:
Customer's father reported via phone call that their daughter passed away on january 19. The customer's blood glucose levels were unknown at the time of the hospital admission. The patient was admitted with hypoglycemia and unaware. The father was assisted with troubleshooting the insulin pump to see if the insulin pump contributed to the patients death. The call returned the insulin pump back for analysis.